Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - performa system 1, serial number - (B)(4) (B)(6) - active (gu) system 2, serial number - (B)(4). Device is unavailable for return.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 249 mg/dl on performa meter (system 1) and 92 mg/dl active(gu) meter (system 2). No death or serious injury reported. Device will not be available for return.